Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event after the use of the product administered for dialysis treatment.